Event description:
The surgeon reported a capsule tear during lens insertion and performed a vitrectomy. No further info has been forthcoming. At this time, it is unk if product caused the capusle tear.